Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient recently underwent brain surgery and is now experiencing cognitive difficulties, along with challenges managing their implanted neurostimulator (ins) device (the manufacturer representative (rep) could not confirm if this surgery and resulting cognitive difficulties were related to the patient's device / therapy). They report that program a was no longer providing relief at an amplitude of 6.3, and any attempt to increase the amplitude results in an uncomfortable buzzing sensation. Patient services (ps) has contacted a rep to forward their concerns to the clinic for further evaluation of her recent hand and arm pain. The issue has not been resolved. Additional information was received. The rep contacted the implanting physician, an appointment to see the physician was offered for next week. However, the patient decided to go in march. They are booked for an appointment on march 25th. No additional information is known at this time.

Manufacturer narrative:
G2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the brain surgery was an unrelated procedure. The cause of the patient's issue in providing adequate therapy and experiencing symptoms (buzzing, pain, no longer receiving relief) was that there was a need for programming and change of settings. The actions noted to resolve the issue were that programming was done and successfully provided therapy. The issue has since been resolved. The information had been confirmed / provided by the physician.